Event description:
The customer contacted physio-control to report that their device would not complete the boot up process, and would unexpectedly shut down. There was no patient use reported with the event.

Manufacturer narrative:
This MDR report is a duplicate. Please see MFR# 0003015876-2020-00976 for the investigation.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. This device is part of the product discontinuation and cannot be repaired.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process, and would unexpectedly shut down. There was no patient use reported with the event.